Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported that insulin is leaking between the adhesive and the connection of the patient's infusion set. The patient experienced elevated blood glucose of up to 300 mg/dl. This has occurred 5 times since the end of (B)(6) 2010. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.